Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Additional information received after further review has determined that the patient's mention of stage 4 cancer is not likely related to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Although exposure to particulates and vocs could potentially result in mild to moderate respiratory irritation, it would not be to the degree of serious harm/injury/death. Also, thus far, testing of the sound abatement foam has shown no evidence to suggest that exposure to foam vocs/particulates would result in serious harm or death. Therefore, based on available information at the time of the review, the reported event is assessed as unrelated to the device in this case. It should also be noted that the patient does not make any allegations of lung cancer being related to device usage. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.